Event description:
The patient reported that the down arrow button is not always responding to button presses. The patient indicated that this began approximately 2-3 months ago, and that there is no damage to the keypad.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/29/2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.